Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a foreign object may have come out of the forceps channel because the reprocessing could not be completed because a leak failure had occurred in the forceps channel. The event can be detected/prevented by following the instructions for use which contains descriptions in chapter 6 application and conditions of cleaning, disinfection and sterilization and chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, a pinhole was found in the forceps channel. The device evaluation found that foreign matter came out of forceps channel. It was also found that the bending section cover had an air leak and the operation unit and probe were flooded. In addition the device evaluation also found that the paint on the air/water cylinder was peeling and the adhesive on the bending section cover was lifting. It was found that the angle wires were stretched causing insufficient angle and the angle knob to be loose. Scratches were also found on multiple components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the evis lucera ultrasound gastrovideoscope had an air/water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.